Event description:
It was reported via repair work order that the brakes had malfunctioned. Manufacturer's investigation is ongoing. If additional information is recieved, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes had malfunctioned. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The complaint was created in error. The customer technician was contacted, and confirmed that this stretcher never had a brake issue and the stretcher is operating correctly.